Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay for 23 patients and employees as a cluster in the facility ((B)(6) hospital) performed on (B)(6) 2021. Although requested, additional information was not provided after multiple attempts.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional data: h10: this supplemental report is being submitted to retract the previous initial MDR report for a false positive, further review of additional information determined that sample was not used for testing. (Blank swab eluted).